Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. The blood glucose was 179 mg/dl. The customer stated that they were unable to complete insulin pump rewind. The device will not be returned for the analysis.